Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received from the FDA a copy of the customer's sus voluntary event report which stated, "smartsite blood infusion set tubing had clamp closed. During blood transfusion blood still backed up into tubing, flowed past clamp, and spilled on the floor." There was no patient harm.